Event description:
Pepgen p-15 putty bone grafting material did not oseointegrate in several cases. It was stated, "this has only happened in the anterior and only on women pts." Though no further info was or will be provided, it can be presumed that another surgical procedure would be necessary in each case to achieve the desired results and preclude permanent damage to a body structure that would not be trivial.